Manufacturer narrative:
Sections with additional information as of 06-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 11-jun-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer did not have any diabetic symptoms and no medical intervention was needed. Customer obtained a result of 81 mg/dl on (B)(6) 2020 using truemetrix air meter. Note: manufacturer contacted customer in a follow-up call on 15-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned with test results obtained of 300, 232 and 215 mg/dl. The customer¿s expected fasting blood glucose test result is 125 mg/dl. The customer reported feeling lightheaded; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 284 mg/dl using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/31/2021 and test strips were opened a few weeks ago. The meter memory was reviewed for previous test result history: (B)(6).